Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time. Troubleshooting by an sjm representative via use of external devices was unsuccessful. As a result, patient underwent surgical intervention to have their ipg replaced with a different model. Therapy has been restored.